Event description:
It was reported that the site's wand did not work even after replacing the batteries. Reporter stated that after replacing the batteries, she pressed the two reset buttons and the power light on the wand did not come on. The product was returned to the manufacturer and underwent analysis. Upon analysis, it was found that the serial data cable, which produced communication errors, had intermittent conductors. After a known good bench serial data cable was substituted, the device performed according to specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.